Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection after the patient was noncompliant with wound care after an unrelated lead revision. The system was explanted on (B)(6) 2018 with no further complication. The patient was stable post-procedure.